Manufacturer narrative:
Related to MFR 3012307300-2019-01835 for the same patient having two devices with the same issue.

Event description:
Information was received that a smiths medical portex bivona tracheostomy tube cuff leaked a "significant amount of air" while in use with a picu patient connected to a ventilator of an unknown brand. Initially, more volume to cuff was added with improvement, but the event reported to occur later in the day. Subsequently, a tracheostomy (trach) change out was required due to the "high peak inspiratory pressures and increased work on breathing" on the ventilator. It was also reported that the trach removed from the patient "did not inflate circumferentially at 3ml but does from 5-10ml. Another rotating trach at the bedside was noted to have the same defect. Both trachs in circulation had been cleaned 2-3 times prior". Once the new tube was placed, patient's clinical status improved. No adverse patient effects were reported.